Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, nose irritation, respiratory tract irritation, liver disease/toxicity, lung disease, reduced cardiopulmonary reserve and cancer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that flip lid seal had unknown contamination on it. Tan and white dust-like contamination, throughout humidifier enclosure. Tan and white dust-like contamination on and under the heater plate. White dust-like contamination on the dry box seals. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges eye irritation, nose irritation, respiratory tract irritation, liver disease/toxicity, lung disease, reduced cardiopulmonary reserve and cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.